Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.

Event description:
It was reported by the patient's spouse that the patient is deceased. The patient was a participant in the system longevity study. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately nine months post the device system implant.